Event description:
Citation: tanweer et al. Cavernous carotid aneurysms in the era of flow diversion: a need to revisit treatment paradigms. Am j neuroradiol 35:2334-40. Covidien received information through literature review and the following events were captured as a result of this review: 41 patients with a cca were treated with a ped (mean age 57, 36 females, mean radiographic follow-up was 2y). It was reported that most instances of balloon angioplasty was to appose the ped against the vessel wall in cases in which incomplete device opening was noted, especially in cases of excessively tortuous anatomy. No instance of vessel injury, dissection or rupture was experienced during or after balloon angioplasty.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There is limited information about the device and/or the patient, therefore all device malfunction events were captured in this report. Attempts were made to obtain additional information from the authors. Reference: (B)(4). Serious injury events from this literature was reported in MFR# 2029214-2015-00120